Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited ventricular oversensing of atrial events that resulted in pacing inhibition. The patient was in the emergency room following a syncopal episode. A boston scientific technical services consultant discussed decreasing the atrial pacing output and reprogramming sensitivity in the ventricle to least, and recommended an x-ray to verify lead position. The lead may have microdislodged, or the patient's heart condition could have changed. Subsequent information indicates that the device was explanted for normal battery depletion.

Manufacturer narrative:
The x-ray showed no lead dislodgement had occurred. The physician placed a new pace/sense lead in the right ventricle and capped the pace/sense portion of the defibrillation lead. The shocking portion of the lead remains in use. The device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Upon receipt, the device underwent thorough analysis. Microscopic visual inspection noted electrocautery marks in the device casing. The atrial- seal plug was torn. All setscrews moved freely and operated normally. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. Analysis testing could not confirm the reported noise or oversensing but the damage in the atrial- seal plug may have contributed to these observations.